Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. Visual analysis found outer insulation breached in-vivo/depression.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and during the attempt to relocate the lead exhibited apparent noise and insulation damage was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.